Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. The likely root cause is the locator was attempted to be inserted off-center through the sheath valve. Review of device history record (DHR) showed there were issues noted during the manufacture of the product that could have contributed to this complaint condition. The nc owner has been notified of this complaint. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: requested, not available due to hospital policy. A2: age & date of birth: requested, not available due to hospital policy. A3: patient sex: requested, not available due to hospital policy. A4: weight: requested, not available due to hospital policy. A5: ethnicity: requested, not available due to hospital policy. A6: race: requested, not available due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Event description:
The user facility reported that they were unable to insert the involved angio-seal locator. The physician attempted to insert the locator into the insertion sheath, but it was too stiff to insert the locator in the insertion sheath cap, which resulted in a kink in the locator. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 4 mm. The event occurred pre-procedure. The patient was not injured, medical or surgical intervention was not required. There were no other devices or equipment used with the involved device.